Event description:
It was reported the pt's device was explanted due to an infection in the brain and since the device was not being used. The device had been turned off for over 3-4 years due to some "arching". No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.